Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. Investigation results: a flexiva 200 laser fiber was returned in broken in two pieces. The first piece measured approximately 149.3 cm from the top of the connector to the break. The second piece measured approximately 166.7 cm from the break to the tip. Exposed glass portion of the distal tip measured approximately 3.5 cm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup of the procedure. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. Reportedly, the laser unit used was a laser dornier medilas console. According to the complainant, during the procedure, it was noted that the laser fiber did not work. The procedure was completed with another flexiva 200 laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber connector was fractured and fiber body broke.